Event description:
It was reported that a patient experienced peritoneal monocytosis and cloudy effluent coincident with peritoneal dialysis therapy. It was unknown if the patient was hospitalized for the event and treatment information was not reported. The patient was reported to have recovered from the cloudy effluent. It was not reported if the patient had recovered from the peritoneal monocytosis. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). This report involves a patient who experienced cloudy effluent and peritoneal monocytosis in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.